Event description:
It was reported that a continuous renal replacement therapy (crrt) patient experienced a ruptured membrane approximately 1 minute into treatment. The machine and whether or not alarms were triggered was unknown. The complaint indicates a possible defect on the membrane. Most probably there was a rupture of a fiber, however, this could not be confirmed. It is unknown whether the nurse first observed the red color in the filtrate or whether the alarm on the machine was triggered first. It is unknown whether or not blood test strips were used. The nurse interrupted treatment and replaced the dialyzer. The patient received treatment with the same machine. The patient¿s estimated blood loss (ebl) was approximately 10ml. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation and no meaningful pictures attached. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples are available. Therefore the retention sample analysis was not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. A production records review was performed on the reported lot. Also, a complaint history review for the affected product and product family yielded no other complaints regarding the batch. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The described situation is covered in the risk analysis and the chosen harm/severity level matches. According to the risk matrix for medical product, the described situation does not reach a "not acceptable" range. In cases in which the risk shifts from "broadly acceptable" in "acceptable" area, the regional safety officer and the risk file owner are always informed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
It was reported that a continuous renal replacement therapy (crrt) patient experienced a ruptured membrane approximately 1 minute into treatment. The machine and whether or not alarms were triggered was unknown. The complaint indicates a possible defect on the membrane. Most probably there was a rupture of a fiber, however, this could not be confirmed. It is unknown whether the nurse first observed the red color in the filtrate or whether the alarm on the machine was triggered first. It is unknown whether or not blood test strips were used. The nurse interrupted treatment and replaced the dialyzer. The patient received treatment with the same machine. The patient¿s estimated blood loss (ebl) was approximately 10ml. The complaint device was reported to not be available to be returned to the manufacturer for evaluation.